Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in the patient for the treatment of a 55mm abdominal aortic aneurysm. It was reported that the patient presented emergently approximately 13 years post the index procedure. A CT scan identified a type ia endoleak. Intervention was completed where another manufactures stent graft cuff was implanted in conjunction with heli-fx endoanchors and this resolved the endoleak. Per the physician, the cause of the event was caused by disease progression in the neck of the patient. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.